Event description:
Customer reported separated tubing at the tip above the luer lock. This separation occurred after the patient was handling the tubing. This incident occurred during patient use. No patient injury or medical intervention occurred. No additional information was available.

Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. A visual examination of the sample confirmed the reported condition of a separation between the tubing and the two piece luer lock . The root cause of this condition is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor sample reports to determine if further actions are required.

Manufacturer narrative:
The sample has been received for evaluation. A follow up medwatch will be submitted upon completion of baxter's investigation. The lot number is not known, therefore a batch review will not be performed. (B)(4)